Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
An unknown patient reported a broken 4.5 mm variable angle (va) locking compression plate (lcp) in the femur by sending an email to the musculoskeletal transplant foundation. The reported lot number of the item is 8110622. No additional information was provided. This is report 1 of 1 for complaint (B)(4).